Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler an experienced inverted motion followed by an engagement failure when attempting to reinstall the instrument. The technical support engineer (tse) reviewed the logs and confirmed the engagement issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. Logs show pn 480460-09, ln k10230623-0477, was installed on the system 7 times and fired no reloads. On install 1, a blue reload was loaded, however no clamping or firing was preformed. On the next 6 installs, the stapler failed to engage with the system. Logs show 6 instances of error code 22020, with parameters of the errors indicating that the roll hard stop verification check failed in each instance. The instrument was then removed and not used again in the procedure.